Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized for a high blood glucose of 935 mg/dl and diabetic ketoacidosis. The patient was found face-down outside on a ramp covered with mosquitoes. The patient was taken to the ICU and treated with insulin drip for a few days. The patient stated that his site was bad. Prior to the recent hospitalization, the customer was also hospitalized two weeks ago due to an infection with diabetic ulcers on his leg. His blood glucose was fine during this incident. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.